Manufacturer narrative:
Investigation summary: 1 sample was received. It came in sealed packaging blister. The lot# printed on is the lot# 9163721. The top and bottom webs are fully sealed making difficult to separate them and open the packaging blister. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case both webs were fully sealed and not detected during the inspections. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9163721 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case both webs were fully sealed and not detected during the inspections.

Event description:
It was reported that package issues were found before use with needle filter blunt fill 18x1-1/2. The following information was provided by the initial reporter, "the customer informs that several eaches in a box of blunt fill needle with filter have an issue with the gluing of the package. The edges of the packet are glued all the way, so that it is impossible to open the package in a sterile manner."